Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Reported one false positive sars and flu b results for one patient. Unknown if the result was confirmed. Confirmation method(s) not provided. Report 1 of 2.